Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat suv vacuum stabilizer broke while tightening the knob; the knob was turning and spinning but the flex link arm would not tighten. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question. The hospital indicated that the event took place in june 2013.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).